Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using the cardiosave intra-aortic balloon pump (iabp), the non-getinge balloon ruptured. The patient experienced hypotension temporarily and occlusive pressure was required on the insertion site for an extended period.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse examined the pim assembly and observed no evidence of blood contamination to pim or pneumatics. Unit passed all functional and safety tests per factory specifications, returned to customer.